Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, the reload would not fire and was difficult to unload. Another device was used to resolve the issue in order to complete the case. There was no patient injury.